Event description:
The svc impedance has been chronically high and oor. Svc impedance warning on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).